Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level due to this issue. Technical support assisted the customer in resetting the pump, but the malfunction code reoccurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.